Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular (rv) lead exhibited a pacing problem and suspected damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, impedance was high and undefined and thresholds were high on the right ventricular (rv) lead. Multiple positions were tried with no success. The rv lead was replaced. No patient complications have been reported as a result of this event.